Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge it through different wall outlets and adapters. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump as it was still under warranty, instructed the customer on how to put the pump into storage mode, and requested the return of the malfunctioning pump within ten days using a pre-paid label and return box. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.